Event description:
It was reported that due to erosion and recurring incontinence the patient had his artificial urinary sphincter (aus) removed. It was further noted that the device worked well until the patient had radiation therapy of prostate and surrounding area in 2019. The erosion was diagnosed due to a cystoscopy in (B)(6) 2020. The complication was treated with antibiotics, booking of a future revision, and return to use of incontinence pads. The patient is reported as stable after this surgery.

Event description:
It was reported that due to erosion and recurring incontinence the patient had his artificial urinary sphincter (aus) removed. It was further noted that the device worked well until the patient had radiation therapy of prostate and surrounding area in 2019. The erosion was diagnosed due to a cystoscopy in (B)(6) 2020. The complication was treated with antibiotics, booking of a revision, and return to use of incontinence pads. The patient is reported as stable after this surgery.

Manufacturer narrative:
Investigation results: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. A product malfunction could not be confirmed as the most probable cause of the reported events through product analysis. DHR review / similar complaint review- review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 828357 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Potential emerging trends are captured as part of the post market signal evaluation and escalation process. Risk review- the ams 800 hazard analysis 'therapeutic response, altered' and 'atrophy' are included as harms, although the appropriate hazardous situation could not be identified with the limited information provided. Based on this review, this complaint does not represent a new or unanticipated event. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Additionally, the reported events do not contain an allegation against the labeling. Positional/ recurrent incontinence and atrophy are included as potential adverse events in the product labeling. No further review is required. Investigation conclusion: product analysis is unable to confirm the reported erosion and urinary incontinence.